Manufacturer narrative:
The device was returned to mmdg for evaluation, and was subjected to an analysis of its internal data log, visual inspection, mechanical evaluation, and volumetric accuracy testing. The device was found to deliver outside mmdg's established non-reportability threshold due to a bent platen. The pump was repaired and recalibrated.

Event description:
The initial reporter stated that the pump alarmed an error code 30. Upon evaluation at mmdg, it was discovered that the pump was infusing at a rate that was outside the percentage mmdg considers to be non-reportable. The observation was made during testing, and no patient was involved. (B)(4).